Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt, involving access 2 immunoassay system. The elevated results did not correlate with the pt's clinical condition. Subsequent testing produced results above the acute myocardial infarction (ami) cutoff. The elevated results were released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt's samples for further analysis.

Manufacturer narrative:
Service was declined as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed heterophile interference in the pt's samples provided. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.